Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - articular surface 10 mm, catalog: 00595204010, lot: 62916268; all poly patella size 35 mm, catalog: 00597206535, lot: 62813687; nexgen tibia, catalog: 00598004701, lot: 63014863. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as they were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 1822565-2017-01127.

Event description:
Patient underwent a right knee revision procedure approximately two years post implantation due to instability.